Event description:
It was reported that bradycardia occurred. The bradycardia symptom was getting worse after the atrial fibrillation procedure, and the pt was hospitalized due to syncope. No additional info could be obtained to date.

Manufacturer narrative:
The device has not been returned for eval.